Event description:
A 54mm trident hemi cluster cup did not securely attach to the offset da cup impactor handle. A new cup and inserter had to be opened and the original cup was wasted.

Manufacturer narrative:
An event regarding assembly issues involving an unknown da impactor handle was reported. The event was not confirmed. Conclusions: no further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
A 54mm trident hemi cluster cup did not securely attach to the offset da cup impactor handle. A new cup and inserter had to be opened and the original cup was wasted.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown offset da cup impactor handle. A supplemental report will be submitted upon completion of the investigation.